Event description:
During a pt laparoscopic cholecystectomy procedure, the surgeon noted a thin strand of plastic exposed/protruding from the distal tip of the right instrument delivery tube of the spider instrument. The surgeon completed the procedure using the spider. The strand of plastic did not detach from the device. No injury or impact to the pt was reported. The device with the strand of plastic intact was returned to transenterix for investigation. The material appears to be from a torn lumen.